Event description:
Customer reported experiencing high bgs (309-460mg/dl) while wearing the pod for 7 hours. The customer attempted to lower bgs by administering corrective boluses prior to the pod initiating an alarm. After removing the pod, the customer observed "brown liquid covering the bottom of the front half of pod"; customer reported that it appeared as if there was an internal leak of insulin. Customer reported that the cannula was not kinked, however, there was evidence of observed brown liquid exiting the cannula. Product will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.